Event description:
Seven (7) days post thoracotomy procedure (performed in 2006), the pt was taken back into surgery to correct thoracotomy duct leakage and, a catheter fragment was observed at the re-opening site. [The catheter was initially removed three days later] the catheter fragment was removed four days following, with no further complications. The pt is currently doing fine. [As reported in medwatch #0300650000-2006-8009 (see attached copy]

Manufacturer narrative:
Eval summary: the device involved in this incident was not available for eval. Without the actual product, a complete analysis cannot be conducted. Therefore, the info contained herein was based on the info provided by the initial reporter. In addition, lot number info was not available, therefore, a retained device eval and/or a device history was not able to be performed. We have conducted an investigation on previous catheter break incidents in order to show whether the catheter breaks are occurring within the estimated risks limits or not. The catheter break failure rate was calculated since 2003 by dividing the number of total catheter breaks over the total number of catheters shipped, and it was found that the catheter breaks are occurring within the estimated risks limits. I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrease catheter breaks. Please see the attached technical bulletin for preventing in-situ catheter breakage with the on-q post-op pain relief system. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.